Event description:
In 2008, right ankle surgery performed post traumatic degenerative changes and previous surgeries in 2007. Initially, postop recovery proceeding well. Pain developed and clicking sound heard over area. X-rays supported possibility of screw broken and backed out. In 2009, screw removed, but distal tip remained in bone of talus. Dates of use: 2008 - 2009. Diagnosis or reason for use: internal fixation of traumatic degenerative right ankle. Event abated after use stopped or dose reduced? Yes.